Event description:
Reportedly, a connection issue occured during the implantation of the subject ICD. The screwdriver failed to "click" and appeared to just be spinning while screwing the (svc)df-1 setcrew. Same behavior with a second screwdriver. It is important to highlight that both screwdrivers functioned as expected on the other 2 setscrews on the device. When tugging on the (svc)df-1 portion of the lead connected to the header, it appeared to be snug as it would not disengage however the physician prefered not to implant the device and it will be returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
Preliminary analysis of the return device confirmed it operated as specified.

Event description:
Reportedly, a connection issue occured during the implantation of the subject ICD. The screwdriver failed to "click" and appeared to just be spinning while screwing the (svc)df-1 setcrew. Same behavior with a second screwdriver. It is important to highlight that both screwdrivers functioned as expected on the other 2 setscrews on the device. When tugging on the (svc) df-1 portion of the lead connected to the header, it appeared to be snug as it would not disengage however the physician preferred not to implant the device and it will be returned for analysis. Another device was successfully implanted.

Event description:
Reportedly, a connection issue occured during the implantation of the subject ICD. The screwdriver failed to "click" and appeared to just be spinning while screwing the (svc)df-1 setscrew. Same behavior with a second screwdriver. It is important to highlight that both screwdrivers functioned as expected on the other 2 setscrews on the device. When tugging on the (svc)df-1 portion of the lead connected to the header, it appeared to be snug as it would not disengage however the physician preferred not to implant the device and it will be returned for analysis. Another device was successfully implanted.